Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2014 at 11 pm for a high blood glucose level of 580 mg/dl. The customer was treated with 18 units of insulin. The customer stated that they discovered that their cannula was bent. The customer was wearing the insulin pump during their hospital stay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.